Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had abrasions caused by the lifevest. The abrasions were described as open flesh wounds that bled on her arm, under her breast, and on her side. The patient consulted her physician who prescribed an antibiotic ointment. Follow-up indicated that the patient's skin irritation was healing well and that she was using the ointment. The patient continued to wear the lifevest.